Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). Due to character limitation e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) had a system failure when it was turned on. The user immediately switched to another machine and no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Reverting back patient ID field -a1. It was incorrectly submitted in initial emdr. Corrected field-a1. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the user has not yet decided whether to have the machine repaired. The machine is currently not in use.